Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when using the er320 the inner seal tears, causing pneumo to leak. A new trocar was used to complete the case. There was no consequence to the pt. The operating room time was extended one minute.